Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the lead dislodged. Atrial lead sensing was variable and high threshold was observed. Pt experienced a kicking sensation in her chest when the atrial output was programmed this high. It was noted that there was atrial loss of capture. The device was reprogrammed.